Event description:
It was reported that an ilet user experienced frequent low blood glucose throughout the day while not performing meal announcements, and education was provided that foods other than bread impact glucose; the event was associated with user procedure issues rather than a device malfunction and involved the device¿s user interface. Symptoms included hypoglycemia and episodes of hyperglycemia. Outcomes included an unexpected need for medication intervention and a serious illness/impairment. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, specifically missed meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.